Event description:
Additional information received reported that the patient suffered a right cerebral hemorrhage. Changes to patient condition or anticoagulation status that may have contributed included pseudomonas bacteremia and a supratherapeutic international normalized ratio (inr) of greater then 7. Prior to the patient reported death, the patient underwent extensive head cts. No additional information provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), revealed depositions in both the inlet rotor section surrounding the rotor inlet bearing ball and in the outlet stator surrounding the outlet bearing ball. Additionally, the evaluation confirmed superficial damage to the outer silicone jacket; however, a specific cause could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline fully intact. The sealed inflow conduit (flex section, inlet elbow and inlet extension) was returned attached to the inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outlet elbow. The outlet elbow was returned attached to the outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a laminated deposition surrounding the outlet bearing ball and extending into the vanes of the outlet stator. The darker areas of denaturation as well as the concentric marks noted on the outlet portion of the rotor and the bearing cup indicate that the thrombus was present during support of the patient. The origin could not conclusively be determined through this evaluation. Examination of the proximal side of the inlet rotor section revealed a red, tissue-like laminated deposition surrounding the rotor inlet bearing ball. The darker areas of denaturation as well as the concentric marks on the inlet portion of the rotor and bearing ball indicate that the thrombus was present during support of patient. The thrombus revealed laminated layering, suggesting it was formed in the inlet rotor section; however, its origin could not conclusively be determined through this evaluation. Visual inspection of the pump bearings and bearing cups revealed no anomalies related to wear or damage. Origins and durations of time that the formation was present in the pump could not conclusively be determined. Visual examination of the outer silicone jacket revealed rescue tape approximately 35 inches from the pump housing. The rescue tape was removed and revealed superficial damage to the outer silicone jacket approximately 36 inches from the pump housing. The superficial damage did not appear to penetrate the underlying bionate. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. No adverse alarms were noted, and the pump appeared to operate as expected. The driveline was severed into two segments in order to perform electrical testing, one segment measuring 25 inches from the metal connector and 12.5 inches from the pump housing. Electrical continuity testing of both segments did not reveal any discontinuities or shorts. Visual and microscopic examination of the underlying wires revealed no breaches to the wire insulation. The underlying wires of both segments were submerged in a saline bath for hipot testing and passed without issue. The heartmate ii lvas instructions for use (IFU) is currently available. Pump thrombus, stroke, infection, and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 02nov2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with elevated lactate dehydrogenase (ldh). The patient passed away due to intracranial bleed on (B)(6) 2020. No additional information was provided.